Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause of malfunctions was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician center found missing thixotropic adhesive (ke45) at the forceps cover, the light-guide adhesive was chipped, and a cut on the pink rubber. There was no patient involvement.